Event description:
It was reported that the user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. Received in situ measurements are indicative of a partial migration of the electrode array out of the cochlear which would reasonably explain the mentioned poor evolution with the device. Despite requested no further information has been received. This is a final report.

Event description:
It was reported that the user was re-implanted on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user was re-implanted on (B)(6)2024.